Event description:
It was reported that the device sounds for an occlusion when purging tubing, plus the rubber part of the pressure sensor was damaged. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3, d7a: updated. H3 and h6 codes: updated. The suspect device was returned for evaluation, and its service history was reviewed, confirming that it had not been serviced within the past 12 months. Visual inspection and functional testing confirmed the reported issue. The root cause was identified as damage to the downstream occlusion (dso) seal. The issue was resolved by replacing the dso seal and recalibrating the device.